Manufacturer narrative:
The following information has been updated/corrected: d.10 device return to manufacturer? Yes. D.10. Date received by manufacturer? 2020-12-04. H.3. Device return to manufacturer? Yes. H.3. Device eval. By manufacturer? Yes. H.6. Method codes: 10, 3331. H.6. Result codes: 114 h.6. Conclusion codes: 67. Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s1; occurrence: a complaint history check was performed and this is the 3rd related complaint for needle hub separates on lot#: 9336973. Investigation summary: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot#: 9336973. Customer states that the needle hub removed with it and stayed within the shield. The returned syringe was examined and exhibited the hub-needle / shield assembly separated from the barrel. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch#: 9336973. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200862422, 200862180] noted that did not pertain to the complaint. There was one (1) notification [200862100] noted for cracked hubs. Investigation conclusion: based on the samples and / or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation (B)(4). Notification: 10dec2020, holdrege received a photo complaint from material#: 328468 and lot#: 9336973; syringe 0.5ml 31ga 8mm. Initial evaluation: examination of the photo indicates that the needle assembly unit was not attached to the printed barrel. There did not appear to be any damage to the tip of the barrel, core pin damage, or damage to the syringe. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine, which feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger / stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Device history record; l2l and logbook evaluation: the device history (DHR) for batch: 9336973 was reviewed and zero quality notifications were written for issues relating to the assembled syringe defect. The syringes were assembled from 21jan2020 to 24jan2020. During the manufacturing process, the following inspections are completed on regular intervals: 1. Visual inspection every hour: needle assembly not fully seated or improperly seated on barrel tip: hub to barrel gap measurement (pin gauge used when deviation is suspected). 2. Visual inspection every hour: missing component. 3. Visual inspection every hour: damaged / defective components. 4. Functional inspection every 2 hours: hub removal force. If a defect is found during an inspection a quality notification is initiated. Maintenance dispatch (l2l) was reviewed, and no dispatches were created from 21jan2020 to 24jan2020 that would cause the needle assembly unit to become unattached. Root cause: root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA: 1630423 has been opened to address this issue.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported found 1 syringe pulled off orange shield needle hub removed with it and within shield lot#: 9336973c, catalog#: 328468, date of event: on (B)(6) 2020.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported found 1 syinge pulled off orange shield needle hub removed with it and within shield. Lot # 9336973c, catalog# 328468, and date of event (B)(6) 2020.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 3 november 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9336973. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200862422, 200862180] noted that did not pertain to the complaint. There was one (1) notification [200862100] noted for cracked hubs.

Manufacturer narrative:
The following information has been updated/corrected: investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s1; occurrence: a complaint history check was performed and this is the 3rd related complaint for needle hub separates on lot # 9336973. Customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 9336973. Customer states that the needle hub removed with it and stayed within the shield. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 9336973. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200862422, 200862180] noted that did not pertain to the complaint. There was one (1) notification [200862100] noted for cracked hubs. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H.6. Method codes: 10, 3331. H.6. Result codes: 114. H.6. Conclusion codes: 4315.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported found 1 syinge pulled off orange shield needle hub removed with it and within shield. Lot # 9336973c, catalog# 328468, date of event 10/01/2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported found 1 syinge pulled off orange shield needle hub removed with it and within shield. Lot # 9336973c; catalog# 328468; date of event: (B)(6) 2020.